Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient had experienced a hyperglycemic event due to history setting issue. Reportedly, on (B)(6) 2014, the patient¿s blood glucose reading was at 585 mg/dl with unspecified ketone level and no associated symptoms reported. It was reported that the patient was treated with insulin injection by health care professional (hcp) at the doctor¿s office. The basal rate and bolus settings reportedly were adjusted recently by the hcp and the patient had discontinued pump therapy at the time of the call. Customer support agent reviewed the event with the reporter. Review of potential causes for inaccurate delivery determined that all basal and bolus deliveries were correct and as programmed. Review of potential causes for bg issue revealed that the patient was overriding dosage recommendation by the bolus calculator feature. This complaint is being reported because the patient experienced serious hyperglycemia due to a use error in that the dosage recommended by the bolus calculator was overrode by the user.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/03/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data did not find any activities outside of normal use. The total daily deliveries were consistent with the programmed basal rates. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The pump delivery accuracy was within specifications. Bolus exercises were executed and recorded correctly. The reported history/settings issue was not verified in the black box or duplicated in the investigation.